Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("1 coil in the epiploica of the sigmoid colon"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: type of test: transvaginal ultrasound (tvu) what did your healthcare provider tell you about your results?-the physician stated that plaintiffs coils were properly placed. Concurrent conditions included pelvic pain, anxiety, acute appendicitis, vaginal bleeding, vaginal pain and pelvic adhesions (lysis of adhesions). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (the robot bilateral salpingectomy appendectomy lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, cystitis, urinary tract infection, vaginal infection, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, cystitis, device dislocation, dyspareunia, fatigue, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?- yes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: result: a. Appendix, (appendectomy): acute appendicitis. B. Fallopian tubes, bilateral (bilateral salpingectomy): serosal fibrous adhesions. Coil grossly identified. Ultrasound scan - on (B)(6) 2016: the left ovary appears normal. A 19 mm in diameter follicle is present in it. The right ovary could not be identified as a discrete structure. I do not see any pathological-appearing masses or pathological appearing fluid collections in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: miscarriage , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Reporters information updated. Lot no. Added. Event: medical device removal is deleted. Event; injury was updated to pregnancy with essure device. Event device ineffective , pregnancy (stillbirth or miscarriage), infection (bladder/ urinary tract/vaginal), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss , device dislocation were added. Medical history , lab data were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent bilateral salpingectomy to remove essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("injury to herself"). The patient was treated with surgery (underwent bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('1 coil in the epiploica of the sigmoid colon'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight. Type of test: transvaginal ultrasound (tvu) what did your healthcare provider tell you about your results?-the physician stated that plaintiffs coils were properly placed. Concurrent conditions included pelvic pain, anxiety, acute appendicitis, vaginal bleeding, vaginal pain and pelvic adhesions (lysis of adhesions). On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced alopecia ("hair loss"). In february 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In august 2015, the patient experienced pelvic pain ("pain"). In september 2016, the patient experienced fatigue ("fatigue"). In december 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with antibiotics and surgery (the robot bilateral salpingectomy appendectomy lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, cystitis, urinary tract infection, vaginal infection, abdominal pain, dysmenorrhoea, weight increased and pelvic pain outcome was unknown and the dyspareunia, vaginal discharge, fatigue and alopecia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?- yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6) 2017: result: a. Appendix, (appendectomy): -- acute appendicitis. B. Fallopian tubes, bilateral (bilateral salpingectomy): -- serosal fibrous adhesions. -- coil grossly identified. .. Ultrasound scan - on (B)(6) 2016: the left ovary appears normal. A 19 mm in diameter follicle is present in it. The right ovary could not be identified as a discrete structure. I do not see any pathological-appearing masses or pathological appearing fluid collections in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: miscarriage , abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added new event added dysmenorrhea (cramping),weight gain, pelvic pain. Outcome added dyspareunia (painful sexual intercourse), fatigue, hair loss, vaginal discharge. Medical history, treatment drug was added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("1 coil in the epiploica of the sigmoid colon"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: type of test: transvaginal ultrasound (tvu) what did your healthcare provider tell you about your results?-the physician stated that plaintiffs coils were properly placed. Concurrent conditions included pelvic pain, anxiety, acute appendicitis, vaginal bleeding, vaginal pain and pelvic adhesions (lysis of adhesions). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). The patient was treated with surgery (the robot bilateral salpingectomy appendectomy lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, cystitis, urinary tract infection, vaginal infection, dyspareunia, vaginal discharge, fatigue, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, cystitis, device dislocation, dyspareunia, fatigue, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?- yes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: result: a. Appendix, (appendectomy): acute appendicitis. B. Fallopian tubes, bilateral (bilateral salpingectomy): serosal fibrous adhesions. Coil grossly identified. Ultrasound scan - on (B)(6) 2016: the left ovary appears normal. A 19 mm in diameter follicle is present in it. The right ovary could not be identified as a discrete structure. I do not see any pathological-appearing masses or pathological appearing fluid collections in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: miscarriage , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("underwent bilateral salpingectomy to remove essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injury to herself"). The patient was treated with surgery (underwent bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.